Manufacturer narrative:
Device evaluation indicated that the lead failed visual, electrical, mechanical and photographic imaging tests performed. The complaint of dislodged electrodes was confirmed, however the electrodes appear to have been severed after removal from the patient's body. The complaint of high impedance was confirmed. The complaint the patient felt shocks could not be confirmed. The related ipg was not returned to be tested with the lead.

Event description:
A report was received that the patient underwent a lead revision procedure. The patient was experiencing jolts as a result of the shock at the lead site. X-ray showed that the lead has come apart and some of the contacts have come off. The physician implanted the patient with a new paddle lead and the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead revision procedure. The patient was experiencing jolts as a result of the shock at the lead site. X-ray showed that the lead has come apart and some of the contacts have come off. The physician implanted the patient with a new paddle lead and the patient is reportedly doing well following the procedure.